Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-00595. It was reported the patient is experiencing ineffective stimulation due to high impedances. Surgical intervention may take place at a later date. It is unknown which lead is liable, as such both leads are being reported.

Event description:
Additional information received indicates the leads were explanted and replaced. It was noted during the surgery to replace the one lead for high impedances the second lead had migrated and was replaced. Effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.